Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that after the patient was moved to the intensive care unit (ICU), red urine was observed. Blood in the urine improved by adjusting the position of impella. Additionally, haptoglobin was administered. The physician suspected the issue was associated with the use of impella. No further information was provided.